Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was around the mid 80s mg/dl. Customer reverted to manual injections for insulin therapy.